Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that no troubleshooting nor interventions were performed as the patient was able to bypass the power on reset (por) av message and begin recharging her device. The patient bypassed the message by hitting the charge button again and was able to recharge her stimulator to 100% and then immediately start the therapy just as normal. The cause of the por av message was not determined but the issue was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for non-malignant pain. A power on reset (por) av error code was reported to have occurred on (B)(6) 2017. The rep was not with the patient at the time of the report and was not sure if it was a warming por or informational por. The rep would follow up with the patient. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.